Event description:
The customer reported that while the unit was being set-up for use on a pt the unit had an autofill failure. The pt was switched to another unit and therapy was continued. No pt injury was reported.